Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 5 years) leading to the the lock and pin of the receptacle unit wearing out, resulting in an accidental failure. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, and the image is not displayed has occurred. Additionally, it is likely that a phenomenon in which an image was not displayed occurred due to corrosion of the connector caused by the user or by leaving foreign matter such as dust, dirt, or the remainder of the chemical liquid adhered to the connector. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was evaluated and the cause of the flickering, unstable image determined to be caused by a loose video connector latch.

Event description:
An olympus, cv-190 was returned for inspection. Upon device evaluation, it was determined the image was unstable and flickering. There was no patient injury or harm, associated with the problem, reported to olympus.